Manufacturer narrative:
Evaluation, results: inherent risk of procedure (occlusion), (unknown cause of event.) Evaluation, conclusions: (unknown cause of event).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size was not provided. The stent graft was not over sized, the neck was 30 - 31 mm in diameter and it was 2.5 - 3 cm in length. There was some slight irregular flow lumen and the distal neck had some thrombus. It was reported that there were no issues at the time of implant. The patient had a follow up CT after the case for a reason unrelated to the aaa repair. According to the physician it appears the bifurcated stent graft is infolded in the proximal seal zone; however, there is no endoleak. No intervention was done as there was no endoleak present. No clinical sequelae were reported, and the patient is fine.